Manufacturer narrative:
It was reported on 22 july 2025 that the patient experienced skin irritation of open skin, burning and itching while wearing the mcot universal patch. The patient did seek medical attention and was prescribed a topical steroid to treat the irritation. The patient followed skin preparation instructions and reported having skin sensitivities or allergies to metals or adhesives. Engineering evaluation was unable to be performed as the universal electrode patch was no returned. The universal patch is for single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified as having contributed to the skin irritation and associated symptoms: age extremes, as the patient is 2 years old and has known medical/dermatologic conditions. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on 22jul2025 that the patient experienced skin irritation in the form of open skin, burning and itching while wearing the mcot universal patch. The patient did seek medical attention and was prescribed a topical steroid to treat the irritation. The patient followed skin preparation instructions and reported having skin sensitivities or allergies to metals or adhesives. The patient did not take a break or discontinue service. Patient agreed to consult with her doctor about skin irritation. Patient was already advised by dermatologist and is waiting on completion of service to provide a prescription for topical steroid for treatment. Patient was advised on patient education guide pages with different position to place patch for comfort. There were two lot numbers provided; therefore, the correct one cannot be determined.